Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during computed tomography (CT) - guided pulmonary parenchyma marking, the 2nd clip would not load in the jaws. A new product was used to resolve the issue in order to complete the case. There was no patient injury.